Manufacturer narrative:
(B)(4). The steerable guiding catheter was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during preparation, the rotating hemostatic valve (rhv) could not be secured onto the dilator, and if this were to reoccur during use, has the potential to cause or contribute to patient injury. It was reported that prior to use of the steerable guiding catheter (sgc), an attempt was made to tighten the rhv to the dilator, but the rhv continued to spin. Another rhv was attempted, but was also loose. The sgc was not used. A new sgc and dilator were used without issue. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported unstable dilator cap was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported unstable dilator cap in this incident could not be determined. The returned device analysis confirmed that the cap functioned as expected once it was pressed back onto the rotating hemostatic valve (rhv). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.